Manufacturer narrative:
The "date of event" and "patient identifier" have not been provided. The device has not yet been made available for evaluation. Should the device become available or further information be received, a follow-up report will then be issued.

Event description:
Alleges device caught on fire.